Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided), a loss of consciousness, and a seizure. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.